Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that low sensing and loss of capture were observed. Fluctuating impedance was also noted. Lead dislodgement suspected. The lead and the device were explanted and replaced. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.